Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter states, the customer's wife attempted to wake him but was unable to. He had a red, cracked tongue (due to being on oxygen), and a temperature of 103.9 degrees. The customer had a blood glucose result of 300-500 mg/dl on his advantage system while at home. Reporter treated him with juice and sugar; customer was taken to the hosp where his blood glucose result was 48 mg/dl on hosp meter (timeframe unk). He was treated with IV normal saline and admitted for pneumonia and released 2 weeks later. Controls were run 1 month ago and were in range. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549060, expiration date 05/31/2007.